Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a very strong skin reaction under the entire patch area, with pain, constant itching, burning, redness and blisters. He went to the hospital on (B)(6) 2021 and they disinfected the wound. The doctor prescribed penestil (presumed to mean fenistil topical antiviral) and prednisolone (steroid). He was offered to stay in the hospital but he refused and went home. At the time of the report he still had pain and intense itching. No additional patient or event information is available.